Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-9165cdg batch number 052041 was received for investigation. Visual inspection identified that the blue baseplate adapter had broken off. It was noted that the laser marks were fading. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage. Devices become dull with continuous use. This condition does not indicate a device defect. This condition indicates normal wear.

Event description:
On 2/9/2023, it was reported by a sales representative via email that an ar-9165cdg baseplate impactor was found broken after the case. However, there was no issue during the case, it was completed successfully, and patient was not affected. The blue plastic of the impactor has a broken piece.